Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation in the collar/distal shaft area. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the guidezilla was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, when the device was advanced, it was noted that the transition collar of the catheter was fractured. The device was simply pulled out and was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.

Event description:
It was reported that the guidezilla was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, when the device was advanced, it was noted that the transition collar of the catheter was fractured. The device was simply pulled out and was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.